Event description:
Implanted intraocular lens was thought to be dislocated. Upon inspection by the surgeon, it was noted that the haptic had a break at the lens-haptic junction. It was removed by cutting it in 3 pieces and explanting the pieces.